Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose in the 300-400 mg/dl range due to difficulty inserting the infusion sets. Normal blood glucose is 80-160 mg/dl. Patient would change the infusion set and blood glucose would return to normal. Headsets were manually inserted, and blood glucose would return to normal. Headsets were manually inserted, and blood glucose elevated within an hour of insertion. Patient reported that she got used to the insertion technique and then the concern with elevated blood glucose resolved. There was no insulin leakage or bent infusion cannulas. Alleged infusion sets were discarded. Product was replaced. The patient did not require treatment from a health care professional or second party to address the issue.